Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized (date and duration not reported) and treated with IV antibiotics due to a wound at the implant site.